Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. Date of event was reported as around 4-5 years ago (also as unknown).

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for phantom limb pain. It was reported that the patient¿s implantable neurostimulator (ins) system was removed around 4-5 years ago. The patient was a type 1 diabetic and scar tissue had grown in around the lead. This ¿cut of the signal¿ and it ¿wasn¿t working as intended¿ so everything was removed and the patient no longer had the ins and leads implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp clarified that the patient had experienced a loss of therapy over time. The hcp noted that there was no technological issue. No further complications are anticipated.